Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber; based on device analysis, the potential for forward firing may exist.

Event description:
It was reported that during a bph procedure at 138,129 joules and 15 minutes of usage, the fiber rotated within the metal cap. The first fiber was exchanged. The second fiber broke and rotated within the metal cap at 93,688 joules and 10 minutes of usage. The procedure was completed using a third fiber. Patient outcome: no patient injury was reported. This report is for the second fiber.